Event description:
I am reporting a problem with my lasik surgery. I was told by the doctor that lasik had a permanent effect. That was not true in my situation, I had monovision and had a dramatic decrease in the vision of both eyes 5 years after my surgery. The doctor still has info on his web site that the procedure is permanent. I ended up having the procedure done again at great expense. I would have thought twice in the beginning if I had known that there was a possibility of it not being permanent.